Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.